Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. D10 concomitant medical devices: g7 neu +5mm e1 liner 40mm f, catalog#: 110017225, lot#: 6293398. G7 freedom const e1 lnr 36mm f, catalog#: 010000984, lot#: 6993137. Zb 12/14 cocr frdm 36mm x +6, catalog#: 802403605, lot#: 3018288r01. G7 osseoti 4 hole shell 54mm f, catalog#: 110010245, lot#: 64866560. Distal centralizer 12 mm o.d, catalog#: 00785901200, lot#: 64017753. Review of event description: it was reported that patient was revised due to recurrent dislocations. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Surgical report: medical records were provided and reviewed by a health care professional. The review identified that during the revision surgery on (B)(6) 2021, a significant amount of posterior capsule was excised. On (B)(6) 2021, the patient underwent a closed reduction for dislocation. When testing the range of motion, the hip dislocated when flexed at 90 degrees. The joint was then re-reduced. On (B)(6) 2021, the patient underwent a closed reduction for dislocation. On (B)(6) 2021, the patient was being revised for dislocations. The joint was difficult to dislocate when taken through the range of motion multiple times. There was no anterior instability but there was 15 degree flexion contracture. The liner and head were revised. After replacement, there was no anterior/posterior instability and there was 15 degree flexion contracture. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that patient was revised due to recurrent dislocations. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4), MFR 0001825034-2021-03107.

Event description:
It was reported that the patient had a revision due to dislocation.

Manufacturer narrative:
Medical product: g7 neu +5mm e1 liner 40mm f. Catalog#: 110017225; lot#: 6293398. G7 freedom const e1 lnr 36mm f. Catalog#: 010000984 ; lot#: 6993137. Zb 12/14 cocr frdm 36mm x +6. Catalog#: 802403605 ; lot#: 3018288r01. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0001825034-2021-03107. Product not available.